Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked blood from the broken extension tubing during use. This occurred with 5 catheters. The following information was provided by the initial reporter, translated from chinese: "the ent nurse performed an indwelling needle for the patient on (B)(6) 2023. After catheter maintenance, he closed the tube sealing clip and found that the catheter extension tube was leaking blood. Careful observation revealed that the extension tube at the sealing clip was broken. This kind of situation has happened many times."

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked blood from the broken extension tubing during use. This occurred with 5 catheters. The following information was provided by the initial reporter, translated from chinese: "the ent nurse performed an indwelling needle for the patient on (B)(6) 2023. After catheter maintenance, he closed the tube sealing clip and found that the catheter extension tube was leaking blood. Careful observation revealed that the extension tube at the sealing clip was broken. This kind of situation has happened many times."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the photo. The sample photo showed that the tubing of the catheter was damaged and leaking. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.